Manufacturer narrative:
(B)(4).

Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report potential hypoglycemic event and cgm inaccuracy compared to blood glucose meter on (B)(6) 2014. Patient went to the hospital due to hypoglycemia or flu shot reaction. No further medical intervention was necessary.